Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed sores under the therapy electrodes that were raw and seeping. The patient was instructed to remove the device due to allergy to nickel and recommended to use cortisone cream. Follow up indicated that irritation is healing.